Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a total of 44 patients underwent balloon kyphoplasty procedures (bkp) over a period of 18 months to treat osteoporotic vertebral body nonunion following osteoporotic vertebral fracture. The level of vertebral bodies operated on ranged from t10 to l5, the thoracolumbar junction (t11-l2) accounted for the majority (39 patients, 88.6%). The patients were divided into two groups: the delayed union group (no clefts in the vertebral bodies; 18 patients) and the nonunion group (clefts present in the vertebral bodies; 26 patients). In the nonunion group, the clefts were compressed by setting a balloon below the clefts and elevating them. It was reported that "intraoperative balloon damage" was observed in two patients in the nonunion group. No further information was reported.